Event description:
The manufacturer received information alleging the dreamstation bipap device emitted smoke when plugged in and an electrical burning smell was observed. The plug looks blackish. Occurred. There was no patient harm or injury reported. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.